Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. The catheter was introduced into an open vessel via a retrograde approach. After advancing approximately 3 to 4 cm, the system stopped functioning, and it was not possible to retract the catheter from the wire. Angiography revealed a perforation at the distal end of the superficial femoral artery. The entire system, including the wire and catheter, was subsequently released. Patient condition is now good.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. During physical investigation a catheter and the guidewire stuck inside were received. It was not possible to remove the guidewire from the catheter. The aspiration test was performed with that guidewire and lower aspiration level was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. The catheter was introduced into an open vessel via a retrograde approach. After advancing approximately 3 to 4 cm, the system stopped functioning, and it was not possible to retract the catheter from the wire. Angiography revealed a vessel perforation at the distal end of the superficial femoral artery. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. During physical investigation a catheter and the guidewire stuck inside were received. It was not possible to remove the guidewire from the catheter. The aspiration test was performed with that guidewire and lower aspiration level was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b1, b2 (event attributed to), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, image was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. The catheter was introduced into an open vessel via a retrograde approach. After advancing approximately 3¿4 cm, the system stopped functioning, and it was not possible to retract the catheter from the wire. Angiography revealed a vessel perforation at the distal end of the superficial femoral artery. The current status of the patient was unknown.